Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during a bolus. The customer's blood glucose level was 400 mg/dl. The customer stated that they changed the infusion set and there was insulin at the site and no bent cannula. Customer stated that alarm was resolved by an infusion set change. The infusion set was replaced and will be returned for analysis.